Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 7355158) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 per timestamp). Controller internal fault alarms were active due to the fuse a being opened and the alarms escalated to driveline power faults. The alarms were active on (B)(6) 2023 from 10:05:14 ¿ 13:29:14. The alarms did not clear in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was reported that the alarms resolved following the modular cable exchange. Multiple good faith effort attempts were made asking if the modular cable will be returning; however, no response was received. The device history records were reviewed for the modular cable (lot number: 7355158) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with driveline power fault. A self-test was completed on batteries and power module, and the alarm was cleared manually; the alarm returned immediately. Log files were submitted for review. The log captured a driveline power fault on (B)(6) 2023 at 10:05:16. The event was associated with a (f4) pwr_a_broken and (f2) ocp_a_open and indicated that a fuse in the system controller was possibly compromised. It was noted that pump function was not affected during this event. The system controller and modular cable were exchanged, and follow-up log files were submitted for evaluation. The follow-up log had no further unusual events. Related manufacturer reference number: (B)(4) system controller.